Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported on (B)(6) 2022, that while performing lumbar fusion procedure using expedium verse system, the scrub nurse was loading screws, the poly driver handle was disengaging from the driver shaft. Upon inspection, the mechanism to hold the poly driver body to the driver shaft was slipping. The second driver from the set was used for the remainder of the procedure. Surgery was not delayed due to the event and the procedure was successfully completed. No fragments were generated. Patient status/ outcome / consequences is unknown. Concomitant device reported: unknown screws (part # unknown; lot # unknown; quantity: unknown). This report is for one (1) verse poly driver, shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary : the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that verse poly driver, shaft had no defect found. A dimensional inspection was performed for the verse poly driver, shaft and met specifications. A functional test was performed the device was successfully assembled with the mating device returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the verse poly driver, shaft would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review :a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn160403 was released in two batches; and identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.